Event description:
It was reported via repair work order that the bed had intermittent power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had intermittent power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially indicated that the evaluation was performed by the manufacturer. Follow-up submitted with results provided by the customer who reported the bed had intermittent power. Customer completed the repair prior to a stryker tech evaluation. : customer performed evaluation